Event description:
It was reported that the patient was in the emergency room (ER). It was noted that there was no one in the hospital on the weekends that could check the pump after an MRI. It was noted that the MRI was related to device therapy. The pump system was delivering baclofen. Additional information reported that the patient was admitted on (B)(6) 2015. Spoke with the patients wife. The patient spent 5 days in the hospital and was now in rehab. On (B)(6) 2015, the patient waited 12+ hours in the ER for a manufacture representative to come read the pump after the MRI, but no one showed up. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent)

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#(B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).: